Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional tes) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The trunk cable was pulled from the strain relief, resulting in a short between the pulse wires and the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.